Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain on (B)(6) 2018. It was reported that the patient started seeing the settings not available message on the patient controller starting about a week prior to the report. The patient had tried changing the group from group a at 6.4 milliamps to group b at 7.4 milliamps and then to group c at 0 milliamps. The groups were not providing stimulation. The patient was redirected to their health care professional for reprogramming. Additional information was received from the patient. It was reported that the patient replaced the recharger. A "sna" message was still displaying. A rep checked the stimulator and found one electrode was not working. The rep bypassed this electrode and things were back to normal. The patient said the device programs levels reduced automatically and the patient could not increase the stimulator levels. No further complications were reported.